Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during surgery, the threads from the drill guide came out and remained on the plate, there was no pt injury and surgery was not delayed due to this issue. The threads were reported to be removed with a surgical removal device.